Event description:
The facility reported an infusion pump with "air detection alarms." Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or need for medical intervention had been reported. No additional info was available.